Event description:
Reportedly, while the technologist was moving the overhead tube crane, the cover detached from the crane and fell striking the technologist. Reportedly, the technologist had a minor bruise on their forehead, a minor cut on their finger and a jammed(sprained) finger. None of the injuires are considered serious.